Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The returned (B)(4) insert received from the practice was tested in the qa lab on (B)(6) 2016 for the complaint of the insert is getting hot. The inserts was inspected with no abnormal conditions found. The insert was tested for temperature and a reading of 97.7 degrees was recorded at its hottest location. The insert was tested using a (B)(4) unit at 35cc of water flow, the test unit # was (B)(4), thermometer ID # (B)(4) (cal date (B)(6) 2016 - cal due (B)(6) 2017). In conclusion the complaint for the insert getting hot could not be duplicated and the insert could not be failed for the temperature due to needing a 118.4 f to warrant a failure.

Event description:
While using a cavitron 30k (B)(4) insert , the insert was heating up; no injury resulted.